Manufacturer narrative:
H.6. Investigation: a device history record review was completed for provided lot number 1027337. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defects and all quality tests were found to be within specification. To aid in the investigation of this issue, picture samples were returned for evaluation by our quality engineer team. Through examination of the pictures, package damage could be observed. At this time, a single cause related to the manufacturing process could not be assigned h3 other text : see h.10.

Event description:
It was reported that 960 syringe 10ml reg pr saline fill spkg experienced damaged or open unit packaging/seal where sterility was compromised. The following information was provided by the initial reporter: material no.: 306553 batch no.: 1027337. During incoming inspection qa found holes in the syringe packets.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 960 syringe 10ml reg pr saline fill spkg experienced damaged or open unit packaging/seal where sterility was compromised. The following information was provided by the initial reporter: material no.: 306553, batch no.: 1027337. During incoming inspection qa found holes in the syringe packets.